Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
A customer reported via phone call indicating that they were hospitalized diabetic ketoacidosis on (B)(6) 2016 with a high blood glucose level of 431 mg/dl. The customer felt symptoms of nausea and vomiting after waking up one morning. The customer was treated for their blood glucose with IV drip. The customer did not have insulin to treat their blood glucose prior to the hospitalization. The customer was not wearing the insulin pump during the hospitalization. The customer stated that their insulin pump had no malfunctions. The customer did not troubleshoot the issue. The customer did not return the product back for analysis.